Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2014 clinical specialist reported when she called to confirm an appointment she had with the patient on (B)(6) 2014, patient's wife reported the patient was in the hospital due to a blood glucose level of 800 mg/dl. Clinical specialist stated the wife reported the patient had been on steroids for 2 weeks and it all of a sudden caused elevated blood glucose levels. On call back on (B)(6)2014, patient's daughter and patient's wife reported the patient had a blood glucose level of 805 mg/dl and currently remains in the hospital. Daughter stated the patient is stable and feeling okay but has a lot of therapy he will have to do and will be there for a while. Daughter reported the patient's normal blood glucose range is 120-150 mg/dl. Daughter stated patient went to the hospital on (B)(6) 2014; his blood glucose monitoring device would give a reading of hi and patient was acting incoherently. Daughter reported the patient's wife called emts at about 6 pm. Daughter stated the elevated blood glucose readings began that morning and then progressed all day. Daughter reported the patient ate protein that day and kept checking his blood glucose level but it was not going down. Daughter stated he self-treated with the infusion device by bolus but that patient would not have been able to self-treat at the time of the elevated level because he was acting erratically and was unable to do anything for himself by the time the emts came. Daughter reported the emts took the patient's blood test and their meter also showed hi and then they took him to the hospital; treatment received was unknown. Patient's wife reported she did not think the emts treated the patient. Wife stated the patient's endocrinologist reported that the infusion device must have had a delivery issue and needed to be replaced. Wife reported patient is feeling well now and is stabilized but remains in the hospital. Wife stated the patient was on a feeding tube and had to be resuscitated and a breathing machine at one point due to the elevated blood glucose level. Daughter reported the only alarm in the history is an e10 (cartridge error) but there is still insulin in the cartridge. Wife stated she thought that the steroids caused the elevated blood glucose level but the endocrinologist reported that the patient had been on them for a while and it was not due to the steroids. Product was replaced and requested return of the alleged infusion device, cartridge, adapter, and infusion set for evaluation.